Manufacturer narrative:
Concomitant product(s): dianeal 1.5%. On an unreported date, the patient passed away due to an unreported cause. It was not reported if the patient was recovered from the peritonitis prior to death or whether dianeal therapies were ongoing until the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described as the patient did not wash their hands. On the same day as the event onset, the patient manifested cloudy effluent. The following day the patient started treatment with intraperitoneal fortum (1g daily; duration not reported), intraperitoneal vancomycin (2 every fifth day; duration not reported), and intraperitoneal heparin (0.5ml three times daily; duration not reported) for peritonitis. Ten days after the event onset, the patient was hospitalized for peritonitis. Dianeal therapy remained ongoing. Six days after admission, the patient was discharged from the hospital. At the time of this report, the patient had not recovered while remaining on antibiotic therapy. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.